Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00020 (avaulta anterior biosynthetic support system); 9615742-2011-00021 (avaulta posterior biosynthetic support system).

Event description:
Procedure: urological. According to the reporter: the pt underwent a posterior and anterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.